Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a one-level tlif at l4-5 using rhbmp-2/acs and peek vertebral body spacer supplemented with posterior fixation instrumentation. Approximately six weeks post-op, an MRI was performed in response to leg pain which demonstrated a cyst-like structure along the track of implant insertion posterior to the device. The patient's pain was treated conservatively with steroids initially, but resolution was not achieved. A surgical intervention was performed at five months post-op to explore, drain and excise the encapsulated fluid collection. At the time of the surgical intervention, the encapsulated fluid collection was noted to be smaller than what was observed on MRI three and half months earlier. The patient's condition is reportedly improved post-intervention.